Event description:
Customer reported that she was receiving high readings such as 136 mg/dl on her adc blood glucose meter, which was higher than she felt. Customer further reported subsequently experienced dizziness, headaches, lack of focus, and lost consciousness. Paramedics were not called. Customer did not see a doctor. No third-party medical intervention was reported. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.